Event description:
Report received from united states indicating the device was "running extremely rough." It is known that there were no injuries reported. It is not known if the device was used in surgery or whether medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent.